Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung cancer surgery, upon detaching lung tissue, the surgeon was able to press the green button but could not squeeze the handle and the device did not fire. Reload was replaced with a device of same product. There was no patient injury.